Event description:
Procedure type: breast reduction. According to the reporter: the clip applier would deploy two clips when the handle was squeezed once. Also, the clips were scissoring and cutting the structures. The current patient status is fine. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Another device was applied to continue the case.

Manufacturer narrative:
(B)(4).